Event description:
Injury suffered by the cx when they used the item they suffered fractures and was rush to the hospital when it slipped away while she's using it they sent they sent us an email we sent documentation to them then they asked me for the hospital deals at that time I was like they have not sent me deals on the hospital because I was still going through treatment going for physical therapy so I told them I didn't have a yet but I gave them the name of the hospital gave them everything gave them for the doctor said but I just did not have any deal to send and then I went to the hospital when I got to the emergency they said that I uh suffer the fracture after doing the x]

Manufacturer narrative:
Event was entered into amazon.com through a customer review. No name was given, and no description of the incident was provided. There is no way to follow up with the complaintant. The device is not available for inspection.